Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. No code for abrupt closure (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, an abrupt closure occurred while using a csi orbital atherectomy device (oad). The target lesion was 85% stenotic with diffuse disease and located in the proximal left anterior descending (lad) artery. The physician used a 6fr introducer sheath, a guide catheter and a guide wire to access the lesion via a femoral approach. The physician then exchanged the guide wire for a csi viperwire guide wire and loaded the oad onto it. The physician performed three runs at low speed for 15 seconds, 21 seconds and 11 seconds. After the third run the patient's pressure dropped and the oad was removed. Via angiography, the physician identified that the lad had shut down at the location where the third run was performed. No evidence of dissection was present, but the patient continued to remain unstable and was intubated. The physician was able to open the lad using balloon angioplasty and stent deployment. Blood flow was restored to the vessel and the patient status was stabilized.